Manufacturer narrative:
Ages/date(s) of birth: mean age (months): 40.80 +/- 31.66. Gender(s)/sex(es): n: 4 (80) males, 28 female 1 (20). Date of event: unknown, not provided. Expiration date: unknown, as the serial numbers were not provided. Serial number: unknown, as information was not provided. UDI number: unknown, as the serial numbers were not provided. Implant date: unknown, information was not provided. Explant date: n/a (not applicable) as there is no indication that the devices were explanted. The devices were not returned for analysis (devices remain implanted). There were no serial numbers reported for these devices; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as serial numbers were not provided. (B)(4). Citation: rolim-de-moura, c., esporcatte, l. B. B., netto, f. C., paranhos jr., a., (2020). Baerveldt implant versus trabeculectomy as the first filtering surgery for uncontrolled primary congenital glaucoma: a randomized clinical trial. Arq bras oftalmol, 83(3), pp. 215-224. A copy of the article is provided with this report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: baerveldt implant versus trabeculectomy as the first filtering surgery for uncontrolled primary congenital glaucoma: a randomized clinical trial. This study was originally designed as a randomized prospective study to compare the efficacy and safety of non-valved glaucoma drainage devices (gdd) (baerveldt implants 250-mm2) with mitomycin-augmented trabeculectomy to treat children with primary congenital glaucoma and uncontrolled intraocular pressure (iop) receiving maximum tolerated medical therapy after unsuccessful angular operations; however, due to two devastating complications in the gdd group, the study was discontinued and the authors reported the results obtained with the two techniques. Out of the five (5) eyes in the gdd group, none were reported to achieve complete surgical success at 12 months. Complications reported in the gdd group are as follows: one child had low digital tension on the first postoperative day with severe corneal edema; digital tension increased on the third postoperative day and hypotensive topical medication was reintroduced; one patient presented with an inferior retinal detachment with subsequent decreased visual acuity which required retinopexy; one child presented with a flat anterior chamber after extrusion of the baervedlt plate in which early repositioning of the implant was necessary. Visual acuity was decreased in two (2) more patients in the gdd group wherein one was reported as probably due to glaucoma progression. One (1) patient from the tube group developed transient late hypotony. One (1) eye in the tube group was reported to have an axial length increase of 0.5 mm, and it lacked tube retraction. A copy of the article is provided with this report.